Manufacturer narrative:
Product evaluation summary: the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had cosmetic environmental stress cracking, cosmetic melting and a cosmetic depression. Also the proximal and distal conductors had blood (not obstructed). (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was not useable. The rv lead was partially explanted, capped and replaced. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was not pacing because there was no capture.